Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow-up attempts have been made to no avail. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unknown procedure, the customer received error messages from the unit. It was also noted there were connection issues between the scopes and unit. Additional information is unavailable at this time.